Event description:
It was reported the patient had surgery last year to repair their catheter. The reporter stated that x-rays had shown the catheter was broken in multiple places. It was noted the patient was irate and disagreeable. The reporter stated they were kicked out of college before they had their surgery because they fumbled their words while attempting to explain their actions as being a result of their brain injury. The reporter further stated they fumbled their words because of the overdose of lioresal. The pump contained lioresal (baclofen). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On 4/18/2014 information was received from the patient indicating that they did not have concerns with their device or therapy.